Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a lead extraction. The patient had a history of bacterium. Upon further investigation the right ventricular lead exhibited vegetation. The implantable cardioverter defibrillator and lead were explanted on (B)(6) 2019. Patient was stable. Related manufacturer reference number: 2017865-2019-10651.